Event description:
Customer reports to have been hospitalized on (B)(6) 2015 with blood glucose of 469 mg/dl. Customer was hospitalized due to diabetic ketoacidosis and high blood glucose. Customer was treated with insulin drip. Customer was wearing insulin pump at the time of hospitalization. When pump was removed it was found that cannula was not inserted into body. It was reported that customer did not know how to use insulin pump and did not know how much insulin she was receiving. Troubleshooting needed to be done and supplies needed to be replaced before customer could be sent home. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.